Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the emergency room for a gastrointestinal bleed. The patient had dizziness. Routine lab work was performed revealing hemoglobin at 8.9. Repeat labs showed their hemoglobin dropped down to 7.8, and international normalized ratio (inr) was supratherapeutic at 4.7. The patient had an endoscopy on (B)(6) 2022, but the source of the bleeding was not found. A pill endoscopy was performed on (B)(6) 2022, and bleeding was found in the small bowel due to a lesion. A small mucosal tear was closed. The patient received blood transfusions throughout the length of their admission. Bleeding resolved and the patient was found to be hemodynamically stable. The patient was given a heparin bridge to warfarin on (B)(6) 2022. They were discharged on lovenox (enoxaparin) and were treated on an outpatient basis with warfarin. Their hemoglobin has been stable since discharge on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.